Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure date not available. Procedure name c-section. Product used in procedure (qabcztr0 or other?). Quantity of each product used qabcztr0- 7 ampoules, qabcdgq0- 2 ampoules. Event description stating when each involved device had a suture breakage issue in the procedure. Sutures were breaking while tying knots without exerting much tension. Any adverse patient consequences and how were they managed? Sutures breaking resulted in opening new ampoules for suturing, but no adverse events affecting the patient occurred! Could you please confirm how many devices are being returned? 2 ampoules from each code. Could you please confirm the device's availability for return? If it's available, please provide the device return status/follow up. The device is currently available at the distributor¿s main office and will be shipped soon. Events reported in medwatch report: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gynecological procedure in 2020 and suture was used. During the procedure, several sutures broke during knotting. Sutures were breaking while tying knots without exerting much tension. It was also confirmed that its only one case for one complaint no additional patients were involved. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: product is not available for return (B)(4). Date sent to the FDA: 04/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1.